Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025 . According to the patient on (B)(6) 2025 at 7:00 am, prior to leaving for work the cgm value was 130 mg/dl. He drove to mcdonalds to get food for breakfast. It was not specified if he ate the food. At 7:30 am the patient observed a critical low alert and an unspecified time later he lost consciousness. The patient woke up 5 hours later at 12:30 pm in his car with heatstroke and he had urinated while unconscious. He was unable to walk and had difficulty pressing anything using his fingers. The patient called emergency medical services (ems). Upon paramedic arrival at 1:00 pm he was transported to the hospital, and no treatment details or bg finger stick value was specified. At the emergency room (ER) a bg finger stick value was 151 mg/dl, and although the specific value was not provided, he indicated the cgm value was in the 70¿s (mg/dl.). Although he indicated at some point, he attempted unsuccessfully to calibrate the cgm several times, it was not specified if the calibration attempt was before or after the event. No treatment details at the ER were specified. At the time of the report, the patient had recovered. No additional patient or event information is available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: health effect - clinical code - 4419 - tactile disorders. H6: health effect - clinical code - 1928- incontinence. H6: health effect - clinical code - 4568 - alteration in body temperature.